Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a crack in the battery compartment. There was no additional information. This complaint is being reported because troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the battery compartment was observed to be cracked in the thread area and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.